Event description:
Complainant alleged that while transporting and attempting to monitor a patient (age unknown) with myocardial infarction the display blanked out. Complainant indicated clinican was able to obtain another device after transport to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.